Manufacturer narrative:
One device was received for evaluation. Visual inspection found a worn dso seal, worn uso seal, and a scratched lcd lens. There was no evidence in the event history log. Functional testing found the reported problem of over delivery was duplicated, reported problem of rear housing damage was not duplicated. It was determined that the most probable cause is a contaminated expulsor and valves. To address the reported problem, the expulsor and valves were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited rear housing damaged and delivered volume above the acceptable limits. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown.